Manufacturer narrative:
Investigation summary: exec summary - no samples (including photos) were returned therefore the complaint could not be duplicated or confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. CAPA/sa - based on the investigation, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 12 pen ndl 32g 4mm hp needles were unable to deliver insulin or medicine. The following information was provided by the initial reporter :  it was reported by the consumer that 12 pen needles clogged during the injection.   Date of event : (B)(6) 2021= 2 pen needles. Date of event : unknown = 10 pen needles. Samples status : discarded.